Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 sensor and the ilet, while the sensor successfully paired to the dexcom app; the user was guided to toggle bluetooth and reenter the pairing code, and they planned to call back if further assistance was needed. Symptoms included no reported clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included user troubleshooting and education regarding pairing procedures. Investigation of this case revealed that the event was consistent with transient sensor communication or pairing disruption between the cgm and the ilet, resolved through reentry of the pairing code and device toggling, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related factors.